Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed several non-sustained tachycardia and ventricular tachycardia (vt) episodes with some non-physiologic morphology waveforms. The caller was also questioning if the rv lead exhibited t-wave oversensing (twos). It was further noted that some of the rv lead sensing was contributing to atrial and ventricular pauses. The rv lead remains in use. No further patient complications have been reported as a result of this event.